Event description:
Anesthesia inserting spinal/epidural catheter for control of labor pain. Cahteter inserted to space ok and advanced to 10-12 cm. Catheter could not then be advanced or withdrawn and catheter sheared off with 10-11cm left in pt.